Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date with the year as month and day are unknown.

Event description:
According to the available information, the patient is unable to get his genesis penile implant to go down to a flaccid state. Each time he tries to manually lower the device it comes back up.